Event description:
The manufacturer received information alleging a ds2adv auto CPAP "service required" error message. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. No error codes were recorded in the device event log. In addition, unit with saline contamination ui bezel scratched pca change, burned pca was observed. The device passed all testing. The device was not repaired due to the customer's request to scrap.